Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the programmer touchscreen was out of specification. It was indicated that the touchscreen connector required cleaning and reseating. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.